Event description:
It was reported that the introducer broke completely at the suture point and separated with the swan=ganz catheter connecting both broken lumens. Event occurred at the end of aortic valve replacement surgery. Medical intervention that required was the removal of the catheter and reinserted a new catheter over guide wire. It was stated by the doctor that the swan-ganz catheter was obstructing the lumen from a large amount of blood coming out of the lumen. Patient is doing fine. Followed up with dr. And he further stated that the broken introducer was dripping on the shoulder- IV fluids, which was sutured to the skin. There were no patient complications.

Manufacturer narrative:
Device not returned.